Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 252 mg/dl. She retested using another meter and received a reading of 121 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.